Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was being performed when the issue occurred and was completed as planned without any delay. The philips remote service engineer (rse) inspected system remotely and confirmed the issue with pan handle button stuck. Upon troubleshooting, the rse stated that the pan handle button usually comes with a rubber piece that makes it harder to unlock the table. Therefore, to resolve the issue, the rse advised the customer to remove the rubber piece to make it easier to release the table. After removing the rubber piece of pan handle button, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported geometry movement issue did not impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that a button on the geometry module was stuck, preventing geometry movements. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.